Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the or recently changed from a forcetriad generator to vlft10 generator. When the vlft10 generator is set to 150 watts with the karl storz resection loops attached the actual tip of the cutting loop would fall off. The customer tried 6 loops with same issue. Loops did not disengage into patient cavity. No patient injury.